Event description:
Patient seen to be in bbb as noted in lab. Two seen in each vector (both paced and non paced morphologies), auto setup completed with failure in all vectors. Smart pass originally seen to turn off due to oversensing in secondary vector. Programmed primary x2 gain with smart pass on as per boston scientific, dr. (B)(6) consulted. For 1/52 dl to review rhythm on interrogation same bbb morphology bundle branch block that developed during implant procedure.